Event description:
The customer reported the forceps elevator wire was frayed. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps elevator was dirty. This report is being submitted for the malfunction found during evaluation (dirty forceps elevator). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (frayed forceps elevator wire) was not confirmed. However, service found the forceps elevator wire (k-wire) was cut off due to mechanical/ chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inadequate or incorrect reprocessing procedures. Olympus will continue to monitor field performance for this device.